Event description:
The abstract stated that eleven pts with unremarkable aortic and/or mitral valve replacement with epic valves between 2007 and 2011 presented with dyspnea or sudden syncope. Echocardiography revealed elevated gradients and prosthetic thrombosis; seven pts received oral anticoagulation (oac) for three months and four received aspirin only postoperatively. Nine pts received oac alone, two pts underwent redo aortic valve replacement and prosthetic thrombosis was confirmed macroscopically. One pt received a homograft and on pt received a mechanical prosthesis. Oral anticoagulants were prescribed again and subsequent echocardiograms showed normalized gradients. All pts are currently asymptomatic, maintaining normal hemodynamics while taking oral anticoagulants. Additional information was requested and not available.

Manufacturer narrative:
Sjm was unable to associate these events with previous reports. (B)(6).